Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was observed during initial testing; however, the device was put through extensive testing including functional stress testing without duplicating the report. An internal inspection found no discrepancies. The pads were not provided for the evaluation. The main board was replaced as a precaution. The board was scrapped after testing. The device was recertified and returned to the customer. Analysis for the reports of this type has not identified an increase in trend.